Event description:
It was reported that a merlin.net transmission revealed undersensing on the right ventricular lead. The patient was brought into the clinic and the device was reprogrammed. The patient was asymptomatic and would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.